Event description:
Hcp reported patient underwent a catheter revision and pump replacement. The patient had not been receiving itb for approx 2-4 weeks due to the catheter issue. The clinician refilled the pump with 4000mcg/ml compound intrathecal baclofen and decreased his dose to 600mcg/day. The patient had an intrathecal baclofen overdose and is hospitalized. The pump has been stopped and the patient has stablized. The clinician now wants to decrease the daily dose to 100mcg/day but the lowest dose programmable is 200mcg/day with 4000mcg/ml drug concentration. The patient can't tolerate 200 mcg/day dose. The caller will remove the old drug and fill the pump with a lower concentration drug.